Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 419mg/dl and a correction bolus was administered to address the bg level. System check was performed and the pump performed as intended. The customer changed their infusion set site. After the site change, the customer attempted to deliver a correction bolus and received another occlusion alarm. The customer changed their cartridge and successfully delivered the correction bolus.